Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a capnoperitoneum was established via the endoflator 40 after the self-test had been completed successfully. During the procedure it was noticed that the low-pressure co2 hose had been accidentally inserted into a wall oxygen extraction point. The operation, particularly the use of hf surgery, was immediately paused and the hose was inserted into a co2 extraction point in the wall. No negative impact in state of health reported.